Event description:
A facility reported a certas valve was implanted via v-p shunt in a (B)(4) male patient in (B)(6) 2021 with unknown setting to treat inph (idiopathic normal pressure hydrocephalus). A cyst was observed around the ventricular catheter at the outpatient regular visit in (B)(6) 2021, mainly in the occipital lobe, and there were symptoms of visual field impairment. On (B)(6), 2021, the valve was removed. No catheter obstruction was observed as intraoperative finding. The patient has a good condition after surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828806) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; the silicone was cut/torn around the siphon guard. The valve was hydrated. The valve was leak tested and leaked from the cut/tear in the silicone housing around the siphon guard. The catheters were irrigated no occlusions noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The root cause for the issue reported by the customer could have been due cut/tear found in the silicone housing around the siphon guard. The root cause for the cut/tear found in the silicone housing around in the siphon guard noted during investigation was probably due to a sharp or pointed object coming into contact with the silicone housing or wrong handling, as noted in the IFU, silicone has a low tear/cut resistance. The root cause for the marks in the siphon guard noted during the investigation are probably due to a sharp or pointed object coming into contact with the siphon guard.

Event description:
N/a.